Event description:
The user facility reported to terumo cardiovascular that during pre cardiopulmonary bypass, a significant back flow was observed in the arterial line even after ensuring that all the recirculation lines were clamped. As per user facility, "after the arterial cannulation is done and the cpb circuit is assembled and primed for the cannulation, the arterial line was connected to the cannula and the line was open having normal line pressure. A significant back flow was observed in the arterial line even after ensuring that all the recirculation lines were clamped. Additionally, the case was for tetralogy of fallot. The patient was not febrile at the time of surgery, with a temperature of 36.5 degrees celcius. A roller pump, hemoconcentrator was used and the suckers were on and the cell saver was not being used. Surgical field was not flooded with co2 and the patient's act was at >400 sec. The patient's condition is stable. There was a 30 ml blood loss. Product was changed out. There was a 15-20 minute delay in changing the oxygenator. Procedure completed successfully with a delay.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 22, 2022. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 3331, 4114, 3221, 4315). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The affected sample was not returned for evaluation; therefore, a thorough investigation could not be performed. A review of the manufacturing records revealed no issues related to the reported event. Without a returned device, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.